Event description:
It was reported that during a coronary stenting treatment procedure, vessel prolapse occurred. The target lesion was located in the highly angulated mid left anterior descending (lad) artery. It was noted that the vessel prolapsed at the site of the angulation after a 3.00x24mm promus element plus stent was implanted. A 3.00 nc quantum apex balloon catheter was used to post-dilate the stent without issues and a 3.50x8mm promus element plus stent was implanted in order to tack up the vessel prolapse. The procedure was considered completed. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).